Manufacturer narrative:
E1 (B)(6).

Event description:
It was reported that the device kinked, and procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under anesthesia. A watchman access system (was) was positioned at the laa and a 21mm watchman laa closure device and delivery system (wds) were advanced. The wds kinked, was not deployed and instead was removed. The procedure was cancelled due to the patient anatomy being difficult. No patient consequences were reported.